Event description:
It was reported that an interlink t-connector extension set was not staying connected with baxter one-link connector. It is unknown when the reported condition occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the actual defective sample was not available for evaluation. One companion sample was received for evaluation. The sample was without solution and the clamp was opened. During visual inspection, no defects were observed. The unit was also tested to clear passage and pressure test, results were satisfactory for both tests. Functional testing was performed and the sample was working within specification. The reported condition was not confirmed. If additional relevant information is obtained, then a follow-up MDR will be submitted.